Event description:
During a post market surveillance review, a doctor completed a medpor biomaterial information card where he reported that he had removed an implant in his patient and replaced it with a medpor lower eyelid spacer implant. The doctor's office was contacted and the nurse stated that the removed implant was a medpor implant. The nurse did not state the type of medpor implant removed. Company has made four attempts to contact the doctor to gather information about the removal of the implant and as of today, company has only the response from the nurse stating that the implant was a medpor implant.